Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device was loaded with a green reload and gore seamguard was used on it¿s initial firing. Surgeon noted a ¿clutching¿ feeling as the knife blade reached the distal third of the purchase. Upon opening the stapler, unformed staples were noted distally, medial of the cutline. A 2-0 stratfix spiral pds plus was used to close the stomach at the failed staple line. Leak tested with egd and irrigation. There were no patient consequences reported.